Event description:
It was reported that the lead was capped and replaced due to insulation anomaly.

Event description:
New information notes that the lead was capped during device change out for normal eri and externalized conductors were observed on the lead. Patient condition was good.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
(B)(4).